Event description:
It was reported that during a device check in the clinic, dislodgment of the patient¿s left ventricular (lv) lead into superior vena cava (svc) was noted. A posteroanterior (pa) and lateral (lat) chest x-ray confirmed the lead dislodgment. The physician elected to explant the lv lead and replace it with a new lead. There were no patient consequences.

Manufacturer narrative:
Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. The s-curve hump height was measured within specification.